Event description:
As reported by field clinical specialist, four years and 8 months post procedure, the patient had a "failing tavr valve". The failure mode is unknown. Intervention is planned but no indication of the type of intervention. Per follow up information, the reported valve failure was ''degeneration''. The patient is planned to have a valve in valve on (B)(6) 2024. The patient was symptomatic, with shortness of breath and le edema. The gradient measurements were peak 93mmhg/mean 57mmhg, vmax 4.9m/sec, di: 0.16. The ava 0.83 cm2.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The complaint investigation was conducted, using technical evaluation summary (ts) written by edwards lifesciences. The device was not returned for evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Per the technical summary (ts), the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was unable to be confirmed based on the limited information provided for evaluation. Available information suggests patient factors (atherosclerosis) likely contributed to the event as patient has diabetes mellitus and chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.